Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Inserted for postpartum hemorrhage but did not control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician referring to a female patient of unknown age. The patient's concurrent conditions included postpartum hemorrhage. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage indication. On an unknown date, the patient had a failed induction and had to have a c section, vacuum-induced hemorrhage control system (jada system) was inserted for postpartum hemorrhage but did not control the bleeding (device ineffective) with prolonged hospitalization and a bakri device had to be used. No other information, no patient information or device information. No product quality complaint reported. The patient sought for medical attention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amended report to update the information that the patient sought for medical attention and to check product problem checkbox.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Inserted for postpartum hemorrhage but did not control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician referring to a female patient of unknown age. The patient's concurrent conditions included induction of labor and c-section. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage indication. On an unknown date, the patient had a failed induction and had to have a c section, vacuum-induced hemorrhage control system (jada system) was inserted for postpartum hemorrhage but did not control the bleeding (device ineffective) with prolonged hospitalization and a bakri device had to be used. No other information, no patient information or device information. No product quality complaint reported. The patient sought for medical attention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amended report to update the information that the patient sought for medical attention and to check product problem checkbox. This is an amendment report to update induction of labor and c-section as current conditions. Updated "device available for evaluation" as blank from "yes" since there is no information on product return availability. Device evaluated by MFR was updated as not returned to the manufacturer from "no".

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Inserted for postpartum hemorrhage but did not control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician referring to a female patient of unknown age. The patient's concurrent conditions included postpartum hemorrhage. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage indication. On an unknown date, the patient had a failed induction and had to have a c section, vacuum-induced hemorrhage control system (jada system) was inserted for postpartum hemorrhage but did not control the bleeding (device ineffective) with prolonged hospitalization and a bakri device had to be used. No other information, no patient information or device information. No product quality complaint reported. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.